Event description:
It was reported that the device did not work for the patient and was explanted.

Manufacturer narrative:
Product ID, 3093-28 lot# v162344, implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implant, serial #(B)(4), found no anomaly. Analysis of the lead, lot #v162344, found the #2 conductor wire broken at or near the tines. There was an open circuit on this wire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.